Event description:
Sorin group received a report that moisture got inside the optical vessel dissector during a case, which impaired the clinician's visibility through the scope. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group received a report via a medwatch report that moisture got inside the optical vessel dissector during a case, which impaired the clinician's visibility through the scope. There was no report of pt injury.(B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.